Event description:
This is a spontaneous report by a nurse from (B)(6) of a disconnected transfer set and bacterial peritonitis coincident with extraneal viaflex therapy. Extraneal viaflex therapy was ongoing. On (B)(6) 2012 the patient was hospitalized. On (B)(6) 2012, it was determined that the patient was disconnected from the transfer set and experienced bacterial peritonitis without cloudy effluent and pain. On (B)(6) 2012, the patient received remedial treatment with ciproxine (500mg, twice daily for 2 days), vancomycin (2 g, once) and amukin (170mg, once) (route of treatment not reported). On (B)(6) 2012, the patient received glazidim (1g, once a day for 2 days). On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012 the patient had reportedly recovered.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab due to difficulty experienced in connecting to a catheter adapter. The plant evaluation indicates no visible imperfection or residue on the patient luer, but confirmed the difficulty in connection. The set, once connected, did pass leak testing indicating functionality. The plant indicates the luer was dimensionally in specification. The root cause was undetermined. A batch review showed no related problems observed during production. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure.